Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73e1600481, investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
As the physician began to load the device clips fell out of device. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit (B)(4) auto endo5 ml for evaluation. The returned device was visually examined with and without magnification. Visual examination of the returned device revealed that the product appears typical. However, it appears used as there is biological material present on the jaws of the device. No other defects or anomalies were observed. Reference file (B)(4)for investigation photos. Functional inspection was performed by attempting to load clips in the jaws of the device by engaging the trigger. Upon trigger engagement, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to load properly into the jaws of the applier and close. Two clips were applied to over-stressed surgical tubing and were able to properly close. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. No defects were observed. Reference file (B)(4). The IFU for this product, (B)(4) rev. 03, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure other remarks: of the ligating clip." A corrective action is not required at this time as the reported complaint could not be confirmed for the sample that was returned.

Event description:
As the physician began to load the device clips fell out of device. The patient's condition was reported as fine.